Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that there was major interference. There was no delay in surgery or any harm to patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary - the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis does not confirm the reported issue of electrical interference. The corroded 8 way socket assay was replaced. The missing dust cover was replaced. The scratched top plate and fascia were replaced, including the keypad membrane, left and right graphic panels, and mitek badge. Upgraded software per the service manual. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational.the possible root cause behind the failure can be the fluid ingest into the socket which caused the corrosion. A review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no complaints of any sort for this device's serial number. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4).